Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pulled the driver was operable with a red blinking led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 5.28 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 5.28 seconds. No further testing was attempted. The complaint has been confirmed. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 5.68 seconds. No further insertion testing was attempted. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 15.9 dc volts without being activated. Battery voltage measured as 10.7 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was (B)(4) and the cycle count was (B)(4). The recorded charge count supports a completely depleted battery as the charge count has been exceeded significantly. The cycle count of 472 (trigger activations) is also significant and substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. Testing confirms the unit failure is related to battery depletion. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Completing all testing the red led status light was still blinking. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 08/2010 and is approximately 9 years old. The complaint has been confirmed. Per the eprom data analysis, the driver failed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.

Event description:
It was reported that during the morning check the battery led indicated green. However, the battery led red was blinking during use on the patient. The procedure was delayed due to the driver malfunction. There was no manual attempt to insert the io access. Finally, a back-up driver was used to place the io access with success. It was confirmed that the patient is deceased. It is assumed that patient's death is due to the underlying disease; the patient had a polytrauma.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the morning check the battery led indicated green. However, the battery led red was blinking during use on the patient. The procedure was delayed due to the driver malfunction. There was no manual attempt to insert the io access. Finally, a back-up driver was used to place the io access with success. It was confirmed that the patient is deceased. It is assumed that patient's death is due to the underlying disease; the patient had a polytrauma.